Event description:
Information from medical records received for review: on (B)(6) 2006 - open umbilical hernia repair with bard composix kugel mesh. On (B)(6) 2007 - laparoscopic mesh explant with repair of multiple incarcerated incisional hernias. Multiple dense adhesion to abdominal wall & omentum noted. Composix kugel mesh appeared to have migrated somewhat and it was felt imperative to remove because of the exposed what appeared to be prolene component. Mesh was freed up from the abdominal wall and there was no associated hernia underlying the mesh, however, two separate hernias were visualized inferiorly to the mesh. Gore-tex dualmesh graft was used to repair these two hernias. The composix kugel mesh was explanted in its entirety. Pt underwent subsequent surgery for pelvic tumor removal, removal of gore-tes dualmesh which had become infected, and implant of ethicon prolene mesh.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/20/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying an error 5 message. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6), 2010 and obtained the following information: the patient tests between four to six times a day and manages her diabetes with 850mg of metformin (three times daily), 4 units of novolog (based on the result with the subject meter), and 26 units of lantus (at bedtime). The patient alleged that the issue began on (B)(6), 2010 at approximately 8pm. Just prior to the alleged issue, the patient confirmed she was experiencing a symptom of shaking and clarified she administered self-treatment by consuming orange juice. Approximately one hour later the patient stated the shaking ceased, however, she did not feel well, so she went to the emergency room (ER). During her time in the ER, the patient obtained a blood glucose result of "56mg/dl" (with the ER meter), was administered IV fluids and a clear unknown medication was injected into the IV by a health care professional (hcp); the patient stated she began to feel better within 10 minutes. Prior to being released (around 10pm that evening) the patient stated she obtained a blood glucose result of "220mg/dl" with the ER's meter. During troubleshooting, the csr verified the patient was using the correct test strips and using the proper testing technique per owner's booklet. The csr guided the patient through a retest and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for hypoglycemia after the alleged issue began.

Manufacturer narrative:
Follow up # 2/supplemental report text- 1/05/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.